Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.

Event description:
It was reported to boston scientific corporation on december 2, 2005, that an enteryx procedure kit was implainted in a patient in 2004 (patient weight unknown). Twelve injections were performed, delivering a total of 4.7 cc's of enteryx solution. It was reported that all of these injections were intramuscular and none were submucosal.according to the complainant, beginning in 2005, the patient began experiencing a feeling of choking, of mild intensity, all the time. The patient reported losing approximately forty pounds due to a weight loss program. The patient experienced an onset of swallowing difficulty of mild intensity in 2005. No action was taken by the physician and the event was reported to be resolved as of one week later. The patient also noted that the choking feeling only happens when she does not take nexium. The patient does not relate the weight loss to dysphagia; but, to stress. The patient has had no dilitations or esophagogastroduodenoscopies (egds).